Event description:
Pt underwent surgical procedure requiring drainage device. Upon ordered removal of drainage device, drain broke. Part of drainage device was retained in pts abdomen, requiring surgical intervention for removal. At time of removal, it was not discovered the part of the drain was retained.